Event description:
The patient stated that the keypad buttons started not activating desired pump functions a few weeks prior to calling animas. She says they now either do not activate pump functions or cause the highlight on the different screens to scroll. The patient reportedly does not clean the pump. There was no evidence of misuse of the product.

Manufacturer narrative:
The pump has been returned to animas. The ok, up, and down arrow buttons were intermittently activating pump functions when pressed. Adhesive and corrosion was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.